Event description:
It was reported that a patient presented in-clinic for an right ventricular (rv) lead explant procedure. Prior examination of the rv lead revealed over-sensing of noise, leading to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.